Manufacturer narrative:
Catalog number is unknown at this time. The device was reported as a right stryker hip. Additional information has been requested and if received, will be provided in the supplemental report. (B)(4): not returned to manufacturer.

Event description:
It was reported that the patient has been experiencing hip pain since his primary surgery. Patient describes pain around his hip joint and down the center to his spine. Update: patient communication states "in regards to my right hip concerns, please disregard. The pain was caused by lumbar spinal stenosis."

Manufacturer narrative:
The event could not be confirmed nor the root cause determined because no medical information was provided. As per correspondence from the patient, the pain does not seem to be related to the implanted devices.

Event description:
It was reported that the patient has been experiencing hip pain since his primary surgery. Patient describes pain around his hip joint and down the center to his spine.